Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and that the wake button was unresponsive. Additionally, it was reported that occlusion alarms intermittently occurred. Lastly, it was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.